Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported a (B)(6) year old female patient who underwent a breast augmentation primary with two 325cc mentor smooth round high profile saline breast implants has experienced unexplained systemic symptoms postoperatively, including lung nodule, short of breath, neck & shoulder issues, acne, red/dry rash on face & was prescribed with doxycycline hyclate, bilateral fungal rash underneath breast but more on the right side, fungus on groin & ears, aging skin, lymph nodes swollen occasionally on neck and groin area, and possible depression. The patient is concerned about the breast implant illnesses and diagnosed with a lung nodule. The patient had mammogram examination done, but mentor has not received any result or diagnosis as of this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated.